Event description:
A falsely elevated troponin I result of 20.0 ng/ml was obtained on a patient sample. A previous test result of 0.07 ng/ml was obtained on the same patient. A second draw was tested and a result of 0.42 ng/ml was obtained. Patient treatment was not prescribed or altered and there was no report of adverse health consequences as a result of the falsely elevated troponin 1 result. The falsely elevated troponin I result was most likely caused by a pre-analytical handling issue.